Event description:
On (B)(6) 2009, a miniarc sling was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury" and has undergone "additional medical procedures." It was also alleged that the plaintiff suffered "severe personal injuries" and "severe emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.